Event description:
Asr revision; asr xl acetabular system - right; reason(s) for revision: component loosening.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision due to take place on (B)(6) 2011, asr xl acetabular system - right, reason(s) for revision: unknown. Update: added products, name of hospital and reason for revision. Received: (B)(6) 2012. Reason(s) for revision: component loosening - acetabular component loosened. Enquiring into which component became loose. Update 22 july 2015: updated to legal with (B)(6) ref. (B)(4), added manufacture and expiry dates for cup, stem and sleeve. Querying lot number for head. Taken from (B)(6) alert (B)(6) 2015.